Event description:
It was reported that the user interface did not respond during the fill tubing step, preventing the patient from selecting ¿yes,¿ and a device restart restored normal function. Symptoms included no clinical effects. Outcomes included no impact on the patient¿s health and no alarms. Investigation included telephone troubleshooting and user guidance. Investigation of this case revealed a transient user interface responsiveness issue that resolved with a restart, with no device component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible device behavior.